Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The technical service engineer (tse) replaced the graphic user interface printed circuit board (gui pcb cpu), 2 inverters, backlight, 10.4-inch gui. And installed software. The ventilator then passed complete performance verification, all tests and calibrations per manufacturer specifications.

Event description:
It was reported that the ventilator screen was scrambled. There is no reported patient involvement associated with this event.